Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer did not address the elevated bg at the time of report and would reach out to their hcp to obtain a backup method of insulin therapy to address bg. The customer reverted to an alternate method of insulin therapy.